Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300 xenon lightsource w/australian power cord (00mlxau) overheated and melted onto the metal insert in the headlight console. It is unknown whether there was patient involvement; however, no injury, death or surgical delay was reported.

Manufacturer narrative:
The mlx 300 xenon lightsource w/australian power cord (00mlxau) was returned to the service and repair depot for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: the returned xenon lightsource w/australian power cord was received in used condition with damage to the heat mirror holder. The fault reported by the customer was confirmed. There were internal burns. The unit¿s mirror holder was detached from holder making the lamp lumens too strong, radiant/unprotected. Replacing parts were recommended. The unit was tested and verified to meet manufacturer's specification. Root cause analysis: evaluation identified a damaged/detached heat mirror holder due to rough handling/environmental damage. Damaged/detached heat mirror would lead to improper heat shielding and overheating. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.